Event description:
Physician attempted to deploy a 3.00 x 30 mm integrity rx bare metal stent to treat a 28mm lesion in the distal rca. It is reported that the vessel had severe calcification, little tortuosity and 90 % stenosis. It is reported that when the physician was inserting the stent he encountered resistance, he used normal force to try to position the stent. No pre-dilation balloons were used. The physician attempted to push and pull back the stent in position and noticed that during this one of the struts seemed to be out of place. An nc sprinter balloon was then used to pre-dilate the lesion and a new integrity 3.0 x 30 mm was implanted. No patient complications were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions - (IFU suggests not to apply excessive force if resistance is met). Inherent risk of procedure ¿ (stent deformation and failure to deliver the stent). (Root cause undetermined). No results available since no evaluation performed ¿ (device or procedural images not provided for review). Evaluation conclusions: inherent risk of procedure ¿ (stent deformation and failure to deliver the stent). User error contributed to event - ((IFU suggests not to apply excessive force if resistance is met). (Root cause undetermined). (B)(4).